Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the system and found lines 2 and 8 from the distribution valve (dv) to the tees in line 20 to the dv (distribution valve) disconnected. In addition, the fse found the sample line at the flow cell to have a small drop leak when the flow cell would go through a clean or flush cycle. The fse removed the dv and cleaned the debris; replaced lines 2 and 8 from the dv, in addition to the sample line and sleeve at the flow cell. (B)(4).

Event description:
The customer reported a fluid leak when using the unicel dxh 800 coulter cellular analysis system. The leak was 1 ml of blue diluent and was a contained leak on the input buffer of the system. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the system. The operator was wearing personal protective equipment of lab coat, eyeglasses, and gloves. There was no biohazard exposure to mucous membranes or open wounds. There were no erroneous test results with this event. There was no death, injury or affect to user or patient treatment.